Event description:
According to the hospital's incident report, a nurse installed a joint module (1180.11a0) and a back plate extension (1180.31a0) onto a magnus table top (1180.10a0). When the nurse moved the system, these accessories detached and fell onto the nurse's foot. The nurse sustained a fractured big toe. There was no pt on the table during the event. (B)(4).

Manufacturer narrative:
A maquet service technician visited the customer on (B)(4) 2014, to investigate the affected devices. But the specific devices involved in the reported event could not be identified. The technician inspected all available joint modules 1180.11a0 and back plates 1180.31a0. The device worked as specified. As no mechanical issues were found maquet believes user error was the root cause for this incident. When correctly mounted, the locking mechanism of both accessories (1180.11a0 and 1180.31a0) engage automatically. The instructions for use manuals for both devices (ga118011en03 and ga118031en04) instruct users to verify these devices are mounted correctly prior to use. "Risk of injury! Products/accessories not attached properly may loosen and cause injuries. Always ensure that all locking elements (offset lever, setting clamps, catchs etc.) Of the product/accessory are closed and moveable parts are fixed properly. Check locking after every adjustment procedure." Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.